Event description:
Account states when physcian was removing jackson pratt drain, the tubing broke at the skin edge leaving remaining end in pt. Pt returned to surgery for tube removal. There was no permanaent damage or impairment per physcian.